Event description:
It was reported that the lens was removed intraoperatively due to capsule tear noted upon insertion. Vitrectomy was performed. According to surgeon, weak capsule, possible leans contact with posterior capsule during iol insertion were the likely cause of the event. The prognosis was reported as "excellent". This report refers to the patient's left eye. Reference MDR #1313525-2015-01835 for the lens involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.